Manufacturer narrative:
The event description the customer reported to ams did not indicate a potential patient safety issue. The device was subsequently returned to ams and analyzed. The information from this failure analysis was received on (B)(6) 2011 and the results of the failure analysis indicated that an MDR was required. The failure analysis disclosed that the fiber cap fractured and partially broke off. The fiber had a broken or melted bevel area. Part of the fiber cap broke off or the entire cap slid off. Burnt glue on the bevel portion of the fiber was generally evident. This device failure is associated with a lack of cooling. The root cause of the device failure was determined to be tissue contact and embedment. The product labeling (B)(4) warns that tissue contact or tissue probing may cause fiber damage or breakage. The product labeling also warns of possible cap detachment in the patient and instructions for retrieving.

Event description:
It was reported by a customer on (B)(6) 2010, there was a flash followed by a decrease in vaporization at 75,611 joules. A failure analysis, conducted by an american medical systems quality engineer, disclosed that the fiber cap fractured and partially broke off.